Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented fluid loss and inflation issues. The outer layer of the cylinders was torn. A surgical procedure was performed, during which fluid loss was confirmed to be due to a tear in one of the cylinders, which had a visible hole. Additionally, air was found in the pump. The device was explanted and replaced with a new ipp. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss and inflation issues. During surgery, the outer layer of the cylinders was found torn, and fluid leakage was confirmed to originate from a tear in one cylinder with a visible hole. Additionally, air was detected in the pump. The device was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.